Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that on or about (B)(6) 2012 up through and until (B)(6) 2012, the decedent experienced a cardiovascular event and all injuries associated therewith and subsequently expired after the use of the product.